Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered zosyn at a higher rate than programmed. The customer stated that the volume to be infused was 100 ml over a 1 hour time period, and instead the pump infused 50 ml in approximately 5 minutes. It was also reported that there was no pt injury.